Manufacturer narrative:
(B)(4).

Event description:
When surgeon tried to fire egia with idrive to transect body part of stomach, it was not fired. Surgeon pushed fire button but there was no firing process. So scrub nurse changed the cartridge to new one. Then surgeon was able to fire. There was no delay there was no blood loss. These was no tissue damage. Patient status is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications.